Event description:
It was reported that (1) ems was used during a hernia repair procedure. It was reported by the affiliate that two staples delivered together. Opened another device to complete the case. No adverse pt outcome.